Manufacturer narrative:
(B)(4). The technician called abbott technical support and was advised to cancel out of the treatment and to print the operative report to indicate where they left off. Then save the uncompleted treatment to recover after service has checked out the laser. Field service specialist visited the site after the reported event. He checked the laser and the chair was switching between eyes properly. Fss made minimal movement to adjust the chair to the center of the laser. Unit passed abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that laser stopped in the middle of customer treatment and switched to other eye. They said the laser was treating the left eye, when the technician noticed 'chair on wrong side' error message blinking, the tech claims suddenly the screen image of the eye had switched to the other eye, right eye. The surgeon was unable to obtain iris registration. Surgeon placed the flap back and treatment was not completed that day. Account also reported that patient was moving around a lot and the doctor had to follow the eye movement when it occurred. The chair was close to the middle position.